Manufacturer narrative:
Following information gathered, the strap was replaced during preventive maintenance service in march 2023 (a few weeks before event). The IFU for maxi sky 600 (001-14150-en rev. 5) includes the information about the need to perform regular strap condition inspections (before every use) and every 4 months of use. Additionally it is indicated that the strap should be replaced every 2 years. It was determined that the facility staff did not use any cleaning agent on the strap directly. It can be ruled out that the chemical compound of the cleaning agent could have contributed to the early wear of the fabrics. All ceiling lifts straps were inspected by the arjo technician during visit at the facility on (B)(6) 2023. No other failure was found. The defective strap was replaced by the technician and the ceiling lift operated correctly. The manufacturer analysis did not allow to determine the cause of the reported strap stitching issue. This event is considered as a singular occurrence. Sum up, while the incident occurred the device was being used for a patient¿s transfer. The device was not according to the manufacturer¿s specification as the lifting strap broke during the transfer. The complaint was decided to be reportable due to the indication that the strap of the maxi sky 600 broke leading to the patient's fall.

Manufacturer narrative:
The process of gathering information is still ongoing. The conclusions will be provided upon investigation completion.

Manufacturer narrative:
The investigation is still ongoing. It was determined that the ceiling lift was used to transfer the patient in long term care facility room. Information regarding cleaning agents used to clean the ceiling lift needs to be confirmed. The final conclusions will be provided to the next report.

Manufacturer narrative:
The process of gathering information is ongoing. The results of the analysis will be provided upon conclusions of the investigation.

Event description:
Arjo was informed about the event which occurred during lifting the patient from the bed using the maxi sky 600 ceiling lift. When the patient was above his bed (approx. 10 - 15 cm), the strap tore off and the patient fell to the bed. No injury was claimed. The device evaluation revealed that the strap stitching has torn off.